Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device recorded days with low temperatures near or below the labeled storage conditions, causing the fault. The battery voltage was tracking the temperature and appeared to still be low based on the latest measurement. Recommended not to implant the device and hold it for three days. As of this time, this device was not in service. No patient involvement.